Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During an x-ray evaluation for this patient's right knee, wear was noted on the left tibial bearing. No patient consequence has been reported and no additional information is available at this time.

Event description:
No additional information reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.